Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst inside the patient during inflation. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.